Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va035yd, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0bs6j, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient was a hospital inpatient. The patient had parkinson¿s disease. Lead placement was the right subthalamic nucleus (stn). It was later reported that the old right side system was removed due to infection.